Manufacturer narrative:
System was used for treatment. Kit lot e702 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories centrifuge bowl leak/break and leak centrifuge alarm and no trend was detected for either of these categories. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned.

Event description:
Customer reported a leak centrifuge alarm at the beginning of 1st cycle. Customer heard a strange noise from the centrifuge shortly before alarm occurred. Customer found a leak at the rotation seal of the bowl and decided to abort the treatment without returning the volume to the patient. Patient reported to be stable.